Manufacturer narrative:
H6: 213: the following manufacturing records were reviewed for this case: lot # 18405032, 18377155, 18485469, 18557797. Test batch 8/10/18a, 8/6/18a, 9/7/18a, 9/25/18b. A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Ncr114364 was initiated due to an incorrect amount of bsa (bovine serum albumin) being used when making thrombin buffer. The entire volume of this thrombin buffer was then made into heparin buffer, which was used for heparin surface activity testing. The investigation indicated that the nonconformance had no effect on measured heparin surface activity values. All product was dispositioned as accept. Based on the nature of the complaint and the investigation of ncr114364, there is no indication of a relationship between this ncr and the reported complaint because heparin surface activity testing has no connection to the distal shaft detaching from the catheter as described in the complaint. H6: 213: the delivery system was returned for investigation. This investigation confirms the distal catheter shaft to be broken but cannot establish the cause. It is considered possible that the catheter had existing damage hidden from view during the procedure. However, the probable cause of the broken distal shaft is, as described in the complaint, the forceful removal of the delivery system after deployment when resistance was encountered. Based on the evaluation performed, the cause of event could not be established. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
Update h6: 213 - : engineering evaluation indicates the distal shaft is broken at a location away from delivery system junctions, the distal shaft has both kink and fracture damage, and the distal tip does not have evidence of damage.

Event description:
The following was reported to gore: on december 3, a patient was to be implanted with 8mm x 15cm gore¿ viabahn¿ endoprosthesis with heparin bioactive surface to treat av-shunt stenosis. The viabahn device was advanced through 0.035inch 260cm terumo soft wire via sheath to target lesion. The physician pulled out the deployment line and deployed the viabahn device successfully. When the physician withdrew the delivery system back to sheath introducer, he felt differently and pushed delivery system harder and harder. Then it was found the distal shaft was detached from catheter. Therefore, the physician used a snare to retrieve the separated distal shaft. The patient didn't experience any adverse consequence, and no other complication.